Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device. According to the patient, on approximately (B)(6) 2025, the patient began to feel extremely lethargic and noticed a loss of balance. Out of concern for his safety, his wife called an ambulance. Paramedics performed a fingerstick test, and his blood glucose level was found to be over 300 mg/dl. The patient stated that he was unsure of what his dexcom cgm was reading at that time. He also could not recall receiving any cgm glucose alert notifications during the event or prior to experiencing symptoms. The last known cgm reading is unknown, as the patient was unable to recall it. Upon arrival at the hospital, another fingerstick test was performed, but the patient could not remember the results from either the hospital¿s bg or his cgm. He was admitted and remained in the hospital for five days. During his stay, a doctor informed him that the dexcom sensor appeared to be providing inaccurate readings and advised him to remove the device. At the time of the report the patient was feeling ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.